Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument, performed total service visit including the service methods. All the methods and quality control were within specifications. The cause of the single discordant calcium result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant calcium (ca) result was obtained on a dimension vista 500 instrument. The initial result was low. The initial result was not reported out. The customer reran the same sample on the same instrument and obtained also a low result. The customer reran the same sample on an alternate instrument of the same model twice and obtained results in the normal range. Only the normal result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca result.